Event description:
It was reported that the pt had a problem with the pt programmer. The pt was not able to adjust stimulation. The pt also reported a loss of therapeutic effect and falling. The pt had tremor on the other side as well. The symptoms began following a fall. The pt fell on christmas eve and another time since. The pt fell on his leg and broke his hip. The pt was not getting the implantable neurostimulator light to come on the pt programmer. The pt was admitted to the hospital. The pt was redirected to their hcp.

Manufacturer narrative:
(B) (4).